Event description:
At 1 month after the primary, the patient came in reporting pain following dislocation of the joint due to an overly anteverted cup. The surgeon revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 188871: (B)(4) items manufactured and released on 06-march-2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.